Event description:
Reporter alleged blood glucose measured "hi" back to back with a result of 522 mg/dl when testing was performed 1 minute apart. Afterwards reportedly, another back to back yielded 421 mg/dl 6 minutes later, another result of 531 mg/dl 3 minutes later, and a last result of 193 mg/dl within another 6 minutes. It was stated customer self treated with sliding scale insulin earlier in the morning and dietary adjustments when customer felt low. No other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.